Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. The lot number was not provided; therefore, the device history records could not be reviewed. The device has not been returned to the manufacturer for evaluation. Medical images were provided and are currently being reviewed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post breast tissue marker placement under MRI imaging there allegedly was a blooming artifact. It is unknown if there was any impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is unknown. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: based on the images provided, a blooming artifact was demonstrated in the MRI images, can be confirmed. Conclusion: although the sample was not returned for evaluation, x-ray images were provided for review. Based on the image review, the investigation is confirmed for the reported issue, as an artifact was identified in the MRI images provided. Per the reported event details, the biopsy clip was visualized under MRI imaging. The current IFU states, "mr image quality may be compromised if the area of interest is in the exact same area or relatively close to the position of the breast tissue marker. Therefore, it may be necessary to optimize mr imaging parameters for the presence of this metallic implant." It is possible that procedural issues and/or imaging techniques contributed to the reported event. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post breast tissue marker placement under MRI imaging there allegedly was a blooming artifact. It is unknown if there was any impact or consequence to the patient.